Manufacturer narrative:
The device was disposed at the hospital.

Event description:
It was reported that thrombectomy for a clot located in the basilar artery was performed with the retriever (subject device) along with percutaneous transluminal angioplasty (pta) and stenting. Approximately 24 hours after the procedure, subarachnoid hemorrhage (sah) was noticed in left basilar cistern. The sah was reported to be non-serious; therefore, no additional treatments were performed and the patient was recovered without any adverse consequences. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that thrombectomy for a clot located in the basilar artery was performed with the retriever (subject device) along with percutaneous transluminal angioplasty (pta) and stenting. Approximately 24 hours after the procedure, subarachnoid hemorrhage (sah) was noticed in left basilar cistern. The sah was reported to be non-serious; therefore, no additional treatments were performed and the patient was recovered without any adverse consequences. No further information is available.